Event description:
Upon lead interrogation in pocket, physician found lead had switched to unipolar and impedance had decreased. When programmed bipolar, got no pacing or sensing and imped <100 ohms. Lead tested normal when taken out of pocket. Lead was implanted and had to be replaced later.